Manufacturer narrative:
The pump was not returned for investigation. The cause of the hemolysis was not determined without returned product investigation and sufficient clinical details. The cause of the access site bleeding issue could not be determined without returned product investigation and sufficient case details. The device passed all post sterile inspection checks.

Event description:
It was reported that a patient implanted with an impella cp experienced hemolysis and oozing at the access site. Heparin was withheld. The patient is in stable condition.